Manufacturer narrative:
After review of the video, it could be verified that no audible alarm was heard while a visual alarm was generating. The serial number of the m540 from this video was unknown. After review of the log files, it was found the time of event was overwritten. No device malfunction could be verified in the available logs. After hardware investigation, it was found that the reported issue could not be reproduced. Alarms generated visually and audibly at the correct volume. The device was system tested and passed with no failures. The reported issue could not be verified and the root cause could not be determined.

Event description:
It was reported that the m540 monitor provided only an optical alarm, no acoustic alarm even though the alarm volume was set accordingly. No adverse patient impact was reported.

Manufacturer narrative:
Update/correction - it was discovered that the evaluation results provided in the final report submitted on (B)(6) 2020 were for an unrelated device (s# (B)(6) in error. 15may2020 - the evaluation results for the device associated with the case are provided below (s# (B)(6). The m540 log files were overwritten. As a result, no device malfunction could be verified in the available logs. After testing of the cited device, it was found that the m540 alarmed audibly at all amplitude levels from 10% to 100%. The m540 was system tested and passed with no issues. No device malfunction could be verified and the root cause could not be determined. (B)(6)2020 - final report submitted with the following summary. After review of the video, it could be verified that no audible alarm was heard while a visual alarm was generating. The serial number of the m540 from this video was unknown. After review of the log files, it was found the time of event was overwritten. No device malfunction could be verified in the available logs. After hardware investigation, it was found that the reported issue could not be reproduced. Alarms generated visually and audibly at the correct volume. The device was system tested and passed with no failures. The reported issue could not be verified and the root cause could not be determined.

Event description:
It was reported that the m540 monitor provided only an optical alarm, no acoustic alarm even though the alarm volume was set accordingly. No adverse patient impact was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that the m540 monitor provided only an optical alarm, no acoustic alarm even though the alarm volume was set accordingly. No adverse patient impact was reported.